Manufacturer narrative:
Phone # not provided by reporter. (B)(4) - removal of foreign body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. No product was returned to assist in the investigation. Per quality control specifications the shaft material type/french size and tip material/french size are verified. The lumen of bonds are also verified and that no protruding wires or loose fibers are present. This device is provided with an instructions for use that cautions, "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal." A definitive root cause for this failure mode is presently undetermined as several factors or a combination of factors may have contributed: storage conditions, tortuous patient vasculature and/or tensile forces beyond the design strength of the tip material exerted during the procedure. However, this product failure is the likely cause of the serious harm incurred by the pt. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Risk analysis was updated by quality engineering and concluded that with the addition of this event, the risk remains acceptable and no further action is required at this time.

Event description:
The distal segment was spontaneously removed while performing a catheterization procedure. The segment ended up positioned on the interior right carotid artery, in the primitive section, which had to be removed by surgery. As a result, the pt ended with a discrete hematoma in the location of the incision. The pt was sedated for a couple days. A tomography later demonstrated that the pt had suffered a stroke.